Manufacturer narrative:
Follow up to be sent if additional information is received

Event description:
The dealer states, there is a broken weld on the right upper support on the articulating leg rests. No further information was provided.